Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented in the emergency room fatigued and in backup vvi. The patient's presenting rhythm was intermittent. Backup pacing was observed.